Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as touch contamination. On unreported dates in the same month as receipt of this report, the pt was hospitalized for the peritonitis and while hospitalized, the pt was treated with unspecified antibiotics. On unreported dates, the patient¿s pd catheter was removed, pd therapy was discontinued, and the pt was switched to hemodialysis therapy. At the time of this report, the pt was recovered from the peritonitis and will not be returning to pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.